Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 309 mg/dl. Blood glucose level at the time of the call was 140 mg/dl. The customer declined to complete troubleshooting. Customer also reported having a blood glucose level of 29 mg/dl, which was treated with glucose tabs and juice. The insulin pump was not replaced or returned for analysis.